Event description:
It was reported that upon examination/palpation it was noted that the incision had not healed well since the implant surgery on (B)(6) 2011. There were three open wounds on incision site draining yellow discharge. There was no odor noted. The pump pocket area was tender to touch and discolored to purplish color. The results of a wound culture were negative. The healthcare professional (hcp) was concerned the patient may be having a reaction to the metal of sip. The pump was explanted and reported as resolved without sequelae. The drug in the pump was sufenta.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Returned for analysis was an incomplete catheter, only the sc connector assembly (detached titanium housing) was received. Analysis of the same revealed no significant anomaly; sc connector was noted to have been damaged at explant.

Manufacturer narrative:
(B)(4).